Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. The device evaluation revealed, no other reportable findings. A root cause could not be identified. Based on the results of the investigation, no problem was detected with the device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device's screen produced green noise, during a therapeutic respiratory procedure. The device failed, during the middle of the procedure. It was reported, that it was turned off, plugged back in and it worked fine. There were no reports of patient harm.

Event description:
It was reported the subject device's screen produced green noise during a therapeutic respiratory procedure. It was reported that it was turned off, plugged back in and it worked fine. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.